Event description:
On 11/25/96, the pt underwent a coronary angioplasty and stenting at the cardiac cath lab. After angioplasty of the restenotic lesion at the crux of the right coronary artery (rca), a 3-mm stent was successfully deployed. Repeat attempts to pass the angioplasty balloon through the segment were not successful. During the manipulations, the tip of the 0.014 choice pt wire fractured and lodged in mid-rca. Multiple attempts to retrieve it were unsuccessful. Balloon dilatation of the guide wire into the rca wall was done. Normal blood flow was present distal of the broken tip and there was no residual at stented segment. The pt had no symptoms at the end of the procedure and he was managed medically prior to and after discharge.